Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels after delivering two boluses of 10 units. Reviewed the bolus history, and found that the customer only gave himself one bolus of 10 units. The customer's blood glucose reading was 579 mg/dl. The customer had been having complications from a kidney transplant in january. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was feeling weak at the time of the call, and his blood glucose levels were now reading high on the glucose meter. The customer was advised to seek medical attention immediately, and the customer stated that his wife would be taking him to the emergency room. Nothing further was reported.